Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the electronic gas delivery system would not calibrate properly. The user observed a "calibration failure" error message. Manual use of the gas delivery system was used. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.